Manufacturer narrative:
(B)(4). A vyaire field service representative went onsite and replaced the o2 cell. The fsr performed the operator verification procedure (ovp) and calibration, all passed. The field service representative confirmed the ventilator met all vyaire manufacturer specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that the vela ventilator was alarming o2 sensor failure. The customer advised there was no patient involvement associated with this event.